Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age/dob, and weight are not available. Date of event is unknown. This report is for an unknown 5mm distal locking screw with stardrive, unknown part # / lot #. (Other) UDI # unknown part number, UDI is unavailable implant date is unknown. Complainant part is not expected to be returned. Without a part number, the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a cancer patient was implanted on unknown date with a left trochanteric proximal femoral nail-advanced (tfna) on unknown date. Nail was implanted as a prophylactic nail, as patient bone quality is very poor due to numerous radiations. On unknown date, x-ray revealed the 5mm distal locking screw was broken. Patient was returned to surgery on (B)(6) 2016 where surgeon removed the nail, lag screw, and broken distal screw. Patient was revised to a competitor's nail. Surgery was completed successfully with no delay. This report is for an unknown 5mm distal locking screw with stardrive. Concomitant devices reported: 10mm/130 degree titanium tfna-left sterile (part # 04.037.061s, lot # 7966825, quantity # 1) tfna screw 105mm-sterile (part # 04.038.105s, lot # 7722031, quantity # 1) this is report number 1 of 1 for (B)(4).